Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was depleting quickly and was unable to charge to a double beep. The physician said that the ipg had moved/tilted. The patient will undergo a revision wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was depleting quickly and was unable to charge to a double beep. The physician said that the ipg had moved/tilted. The patient will undergo a revision wherein the ipg will be relocated.